Event description:
The manufacturer received information alleging a ventilator had an oxygen leak. The device was not in patient use. The ventilator was returned to the manufacturer for evaluation and the customer's complaint was confirmed. The device's internal tubing was checked and was then recalibrated to address the issue. An issue related to the keypad was observed. The device's keypad was replaced to address the issue.